Event description:
It was reported by service report that the hydraulic sub-assembly is leaking. There was pt involvement; however no adverse consequences are reported.

Manufacturer narrative:
Hydraulic sub-assembly.